Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported the therapy stopped due to a power on reset (por). The patient was trying to recharge the implantable neurostimulator (ins) when the por screen came up. It was noted the patient was at the airport a few days prior to the report and went through airport security. There had been electromagnetic environmental exposure that occurred recently due to security gates or theft detectors. It was a warning por. The por could not be cleared because the ins needed to recharge and then she would be able to clear it with the patient programmer. There were no falls or traumas reported that could be related to the issue. It was noticed the patient could not recharge the day prior to the report and last felt stimulation a week and a half prior to the report. The patient was unable to charge and was getting the reposition antenna screen when she tried to recharge the ins. A reposition antenna screen was noted after recharging best practices were reviewed. However, repositioning the antenna resolved the issue. Communication was possible with another external device. After an antenna locate was performed, the issue resolved. After doing the antenna locate feature, the por was shown. Later, the consumer reported she was seeing the por on the programmer and it was an informational por. Steps were reviewed about how to clear the por with the patient programmer. The patient was able to successfully clear the por and turn the ins on. The therapy would resume at last programmed parameters and the therapy was adequate. Relevant medical history included non-malignant pain and post lumbar laminectomy syndrome.